Event description:
The indication for use of the device was a tarsal coalition of the left foot middle facet. Surgery was performed with resection with fat graft and subtalar joint arthrodesis with the mba implant. It is considered that the patient was compliant with post operative instructions. He returned to the clinician for re-evaluation, and did perform trial of physical therapy with no improvement of symptoms or ability to regain full activity. He has continued left foot pain. Explantation surgery was scheduled for (B)(6), 2010.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.